Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. It was noted that there was defective locking of the connector, which caused the loss of the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during preparation for use outside the procedure room, the connector on the visera pro video system center was defective and the image dropped out. The intended procedure was completed with a similar device with no reports of patient harm or procedure impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable that ¿disrupt images¿ due to the failure of the video module socket. However the root cause could not be identified. It has been over 13 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.